Manufacturer narrative:
Investigation results device technical analysis: the device was disposed and not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to procedure. This code was selected as the most probable complaint cause based on the information available. The device was not returned for analysis; therefore, it is not possible to confirm the reported allegations. However, based on the event description, unusual slight resistance was felt during device advancement, over the wire and through the guide catheter; it is most likely a device interaction occurred between the balloon and other devices and the patients anatomy that resulted in the complaint event.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the mild tortuous and mild calcified vessel, on the left anterior descending artery (lda). A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use on a percutaneous coronary intervention (pci). During the procedure, unusual resistance was felt slightly while the device was advancing over the wire and through the guide catheter, the shaft began to get break inside the body and it completely separated outside the body. The shaft appearance was abnormal 30cm from the tip. The device was removed from patient, and the procedure was successfully completed with another of the same device. There were no patient complications.